Event description:
Reference number (B)(4). Event occurred in the norway it was reported that patient faced infusion set issue on (B)(6) 2026.the infusion set was in use for 1 day and reported that adhesive was not sticking. No further information available.